Event description:
It was reported that during the endoscopic vein harvesting procedure, the short port btt burst after insertion in the pt's leg. The rubber pieces were removed from the leg and there was no missing fragment from the balloon. A replacement device was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.